Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7109857.

Event description:
It was reported that the patient developed an infection at midline incision site. Symptom of yellow liquid discharge was noted. Antibiotics were prescribed and the patient was working with the physician to get in under control.